Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient's device was not working. It worked for a short time and then the patient started to leak again. The patient couldn't adjust the programmer any higher. It seemed like the battery was not working well too because they had had to change the batteries very often. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that step taken to resolve the leaking and need to change the batteries often was that the patient had tried different program numbers. The leakage was not horrible, but it was enough that the patient had to wear protection. It seemed as though when the patient adjusted the voltage they felt it at the time, but when they shut off and disconnected they no longer felt any difference. The patient had not talked to their health care provider (hcp) yet as they wanted to make sure it was due to their disease of multiple system atrophy (msa) or falls.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the leaking and needing to change the batteries often were batteries and making sure the off button was securely off. The patient called their health care provider (hcp) and as long as it was in securely, they would put tubes in if the patient was further leaking.